Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a "safety disk replacement" message on the home screen. No patient was involved.

Manufacturer narrative:
Not reportable ¿ cannot have a patient impact. The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
Not reportable ¿ cannot have a patient impact.